Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the entire system was explanted. It was noted that there was no alleged product issue and that the actions required as a result of the event included explant. It was noted that no diagnostic testing or troubleshooting was required. It was noted that there was a suspected infection. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included fever and swelling at the device pocket. It was noted that cultures were obtained at explant. It was further noted that the patient had elevated white blood count with a fever. Additional information received reported that the culture results came back staph sensitive. It was noted that antibiotics were given. It was noted that the patient had been discharged and was attending physical therapy.